Manufacturer narrative:
Taper ii medwatch sent to the FDA on 08/08/2016. Device evaluation summary: the device was returned to apollo for analysis, and visual examination confirmed the connector type as taper ii. Yellow discoloration was observed on the port tubing. Brown particles were observed on the outer surface of the port housing and band tubing. Non-penetrating nicks were observed on the port housing. A leak test was performed and leakage was noted on the port tubing/port taper junction. A fill test was performed and no blockage or resistance to flow was observed. Microscopic analysis noted a smooth opening on the port tubing/port taper junction, consistent with wear/abrasion. The band tubing was broken with striations consistent with surgical end cut for removal of the device. Device labeling addresses the event as follows: precautions: care must be taken during band adjustment to avoid puncturing the tubing that connects the access port and band, as this will cause leakage and deflation of the inflatable section. Failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage. In order to avoid incorrect placement, the port should be placed lateral to the trocar opening. A pocket must be created for the port so that it is placed far enough from the trocar path to avoid abrupt kinking of the tubing. The tubing path should point in the direction of the access port connector so that the tubing will form a straight line with a gentle arching transition into the abdomen. Adverse event: ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation, and weight regain have been reported after gastric restriction procedures. Deflation of the band may occur due to leakage from the band, the port or the connecting tubing. Warning: patients should be advised that the lap-band ap system is a long-term implant. Explant and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: a patient with the lap-band system was reported to have a "leak case with weight regain." The device was explanted and port replaced.